Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer declined troubleshooting and follow-up, with tandem technical support, therefore no additional information was obtained.